Event description:
It was reported that the customer was hospitalized for low blood glucose. No blood glucose levels were reported. Troubleshooting was performed. The insulin pump passed the required tests and the alarm history shows a no delivery alarm. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.